Manufacturer narrative:
Unique identifier: (B)(4). Customer contact reports no patient information is available. A ge healthcare service representative performed a checkout of the system and a review of the logs. No error identified.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation during a case. The unit was restarted, case completed. There was no report of patient injury.